Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a faulty generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found an error e090 on display, due to faulty generator board.. In addition the device evaluation also found an error e214 the display, due to faulty mother board. The device evaluation also found rusting and fumigation on the components of this generator board, foot switch connector (interface board), and components of high voltage power supply board. In addition it was found that a component on embedded pc was broken and front panel was broken, which due to that the power switch can not be held on it the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that while switching on the generator an error e090 occurs on display and machine automatically restarts. The issue was found during maintenance. There was no procedure or patient involved. There were no reports of harm.